Event description:
Dexcom was made aware on 01/04/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. Date of event is an approximation. It was reported that the patient experienced a skin reaction which occurred an unspecified number of days after the sensor had been inserted in the arm. The patient developed blisters under the sensor patch. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient consulted a physician who prescribed an unspecified oral steroid medication. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).